Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had a persistent redness at the implant site ever since an upgrade procedure. An infection was suspected based on erythematous and the entire system was explanted. No adverse patient effects were reported.